Event description:
It was reported that the customer had a no delivery alarm and changed everything out. Customer realized that the problem was that the serter device was not working correctly. Customer bought a new serter and was more careful with inserting because it had been going in at an angle. Customer cleaned off the residue with rubbing alcohol and realized that it needed to be replaced. Customer's blood glucose level was over 400 mg/dl. Customer treated with the pump. Customer has been using the pump since 2009 but off the pump in 2010 and back on it in 2013. Customer stated that there was residue build-up over time and the spring on one side was not releasing like the other side. Customer confirmed that she had a bent cannula, which caused the issue. Customer will return the serter for replacement. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.